Manufacturer narrative:
The device was not returned for evaluation; therefore, a root cause could not be determined for the event. H3 other text : product was discarded.

Event description:
It was reported that the device inflated and then deflated during testing at the user facility. There was no patient involvement, no delay, no medical intervention, and no adverse consequences.

Manufacturer narrative:
H3 other text : product was discarded.

Event description:
It was reported that the device inflated and then deflated during testing at the user facility. There was no patient involvement, no delay, no medical intervention, and no adverse consequences.